Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the reported problem could not be duplicated with the device. The processor/bridge/pacer board and the monitor cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.